Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported by the parent that the patient had two wearables that failed. For the first wearable, the patient began experiencing symptoms including chest pain, vomiting, and being close to dka. It was not mentioned how long the interval was from experiencing the symptoms to the sensor failure, but according to the parent, the patient's readings were okay before the symptoms (no cgm reported). There was treatment mentioned when patient felt the symptoms. The first wearable lasted 4 hours before failing. Immediately after the first wearable failed, the parent inserted a second wearable. The patient continued to experience symptoms of chest pain, vomiting, and being close to dka while using the second wearable, which lasted 6 hours before failing. (No cgm reported and unsure if treatment was given). A follow up call was done on (B)(6) 2025 and the parent confirmed that on (B)(6), after the second wearable failed, they inserted the 3rd wearable. Within a few hours, the cgm was showing high and when they did a fingerpick it was 600 mg/dl. According to the parent, when it was reading high on the patient's pump, the pump administered insulin but the parent could not recall the exact unit, as it was showing several high. Since it had been giving high readings, the parent called the ambulance. While in the ambulance, the patient¿s cgm still showed high and bg was around 600 mg/dl. The ambulance took them to vanderbilt hospital in nashville, tennessee. While in the emergency room (ER), the patient¿s cgm still showed high and bg was around 600 mg/dl. The patient was given several insulin drips and saline, but the parent could not recall the exact units. They stayed in the emergency room for 8 hours and were discharged the same day when the bg went down to around 400 mg/dl. The parent was unsure what the cgm reading was when the bg went down to around 400 mg/dl. At the time of the follow up call, the patient was sleeping but was doing fine. Performance data was reviewed. He allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.